Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for implantation with a 12f non-abbott delivery system. During the procedure it was noted that the device was not taking the correct shape. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noticed in the delivery system. The device was removed and replaced with a 28mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 30mm amplatzer septal occluder is a 10f.